Event description:
Lasik surgery was performed using the intralase fs laser for creation of the corneal flap. Postoperatively, the pt presented with microstriae in teh left (operative) eye; the microstriae was located in the nasal inferior portion of the flap. On the thrid postop day, secondary surgical intervention was performed in order to lift and smooth the flap. The pt is reportedly doing well and there has been not loss of best corrected visual acuity at this time.

Manufacturer narrative:
The serial number and date of device manufacturer provided in the original MDR was incorrect. Sections d4 and h4 have been corrected in this supplemental report. In addition, the device evaluation was not provided in the original MDR. An intralase field service engineer evaluated the laser on 4-6-05 and the device was recalibrated in order to optimize the system. The association between the device and the event is uknown. Device code: 2204 - unknown. Patient code: 2564 - additional surgical procedure.